Event description:
It was reported that a patient incident occurred during a polypectomy with the electrosurgical unit (esu/generator). The settings were endocut q, effect 1, cut duration 1, and cut interval 1. Upon activation, a bowel explosion occurred which resulted in a perforated colon. Surgical intervention was performed to address the situation and the patient was hospitalized. Note: the esu is similar to a model distributed in the u.s. It was distributed by our parent company (erbe (B)(4)) to a german hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied an explosion occurred. Although very rare the complication can occur. Therefore, there is a warning in the user manual that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. Further in-service training is being planned with the involved medical personnel. No trends have been identified with this incident. Erbe (B)(4) is now closing the file on this event.